Event description:
It was reported on (B)(6) 2015 that a sign implant surgery was performed incorrectly in that adequate fracture compression was not achieved during the implant surgery, thereby creating a non-union condition for the patient. A follow up surgery is planned for this patient.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union condition is considered to be a training issue for the attending surgeons. During the implant surgery adequate fracture compression was not achieved. The sign im nail technique manual clearly indicates the need for fracture compression to facilitate proper healing at the fracture site. A follow up surgery to correct the non-union condition is planned for this patient. A follow up MDR will be filed when new information is received for this event. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor non-union events as part of our post-market activities.